Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device issued a "shock advised" prompt for a heart rhythm they believed was non-shockable. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical united kingdom for evaluation. The device was put through extensive testing without duplicating a malfunction to the device. The clinical file was available for review. However, there was no activity on the reported event date. The last time the device advised a shock was 7/15/2024. The customer was contacted multiple times for clarification on the event date, but no response was received. Without confirmation of the event date, we cannot comment on the algorithm determination. The device was recertified and returned to the customer. No trend is associated with reports of this type.